Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had experienced the infusion set tape not sticking event on (B)(6) 2026. The event dates are (B)(6) 2026 and (B)(6) 2026. No further information available.